Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal discomfort and slight temperature. The same day the patient was treated with intraperitoneal gentamicin for five days (dose and frequency not reported).the cause of the peritonitis was a breach in aseptic technique further described as poor hand washing. Dianeal therapies were ongoing. On an unreported date, the patient was retrained in aseptic technique. It was reported the patient was not hospitalized for the event. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.